Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for infection as alleged in the complaint. Infections can be caused by any breach in the sterile field, bacteria on the patient's skin or post-procedure wound care. Angioseal devices are sterilized prior to being released as the manufacturing records indicate. The source of the infection is likely not related to the angioseal device itself but the environment or external patient conditions where the device was used. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that hemostasis was successfully achieved by the angio-seal device on thursday, june 10 and the patient was discharged from the hospital on friday, june 11. The next day, however, the patient visited the hospital complaining of pain in the puncture site and was readmitted. The puncture site was swollen, which was treated by using antibacterial agents. Cefazolin sodium was discontinued due to allergic symptoms. The bacteria are unknown as they are still being identified. The physician did not change gloves right before using the angio-seal device. Before discharge, guidance was fully given to the patient. The patient's outcome is unknown. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.